Manufacturer narrative:
The device was evaluated by the manufacturer and a sample was taken of the substance of further analysis. This report will be updated when the evaluation is completed.

Event description:
It was reported that there was a substance inside of the handpiece. This was found while device was being repaired at the manufacturer. There was no pt involvement or adverse consequences related to this event.